Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he fell down and landed on the insulin pump. The patient's blood glucose at the time of incident is unknown. The customer stated that the display was solid white. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: unit received stuck in blank-flashing white lcd with audio beeps due to cracked lcd controller. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to flashing white lcd. Unit received with cracked and bleeding lcd glass, deep scratches casing, deep minor scratches on lcd window, dents on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture and peeling end cap address label.